Event description:
An attempt was made to deploy a 2.75mm diameter x 24mm length endeavor rx drug-eluting coronary stent in to a patient. The target lesion located in the rca #3, was described as moderately tortuous, moderately calcified with 90% stenosis and was pre-dilated. It was reported that the relevant device could not reach the lesion; therefore, further pre dilatation was performed but, again the device could not pass. It was reported that when the physician attempted to pull the device back in to the guide catheter, the relevant stent dislodged at the coronary ostium. The dislodged stent was retrieved with a snare. The patient is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B) (4). Result: tortuosity, calcification, and stenosis. Stent dislodgement. Conclusion: tortuosity, calcification, and stenosis. Evaluation summary: medtronic has received the device and its analysis has been completed. The stent was not returned for evaluation. The balloon had not been inflated. The distal tip was damaged. Crimp/bake impressions were evident on the balloon working length.